Event description:
Asr revision; right; asr xl. Reason(s) for revision: alval / soft tissue reaction /pain/ component loosening - the cup and head loose. Update received (B)(4) 2014. Revision date amended. Querying product codes and surgery date as the surgeon confirmation form conflicts with claimsuite. Lot number fields filled. Revision is to take place on (B)(6) 2014. Queried three times on (B)(6) 2014 with no response from surgeon. The surgeon confirmation forms have the same dp number as the claimsuites, however, the product codes and surgery date are not the same. The file handler has been unable to ascertain why this is. Since we cannot be sure which is correct, the information contained within the surgeon confirmation forms has been transferred to (B)(4). Amended information for this claim (disregarding the scfs): hip side, surgeon name, hospital, revision reasons removed. Asr revision asr xl - unknown hip side; reason(s) for revision: alval / soft tissue reaction; (B)(6) 2014 - x-rays received. Update - received confirmation that revision has taken place. Taken from crawfords spreadsheet dated (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Right - incorrect see below. Asr xl. Reason(s) for revision: alval / soft tissue reaction /pain/ component loosening - the cup and head loose. Incorrect see below. Update received 3rd april 2014. Revision date amended. Querying product codes and surgery date as the surgeon confirmation form conflicts with claimsuite. Lot number fields filled. Revision is to take place on (B)(6) 2014. Queried three times on 8th, 11th and 16th april 2014 with no response from surgeon. The surgeon confirmation forms have the same dp number as the claimsuites, however the product codes and surgery date are not the same. The file handler has been unable to ascertain why this is. Since we cannot be sure which is correct, the information contained within the surgeon confirmation forms has been transferred to (B)(4). Amended information for this claim (disregarding the scfs): hip side, surgeon name, hospital, revision reasons removed. Asr revision. Asr xl - unknown hip side. Reason(s) for revision: alval / soft tissue reaction. 21st may 2014 - x-rays received. Update - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated 20th may 2014. Correct surgeon confirmation form received 10th july 2014. Additional hospital, surgeon and reason for revision added. Reason(s) for revision: alval / soft tissue reaction, pain.